Event description:
It was reported that the control panel light on the 9900 sys all came on and the collimator shut down. Sys required reboot to continue case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board pcb. The sys was tested and found to be working as intended and placed back into svc.